Manufacturer narrative:
Testing and investigation found leakage from the disposable batteries in the battery component. This device has been identified as part of a product recall. This product represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported leakage from the disposable batteries in the battery compartment of the device. It was reported that the event was discovered during programming. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, leakage from the disposable batteries was noted in the battery compartment of the device. No additional information was provided.